Event description:
It was reported by the customer that the pyxis medstation es system when pulling up the screen for failed drawers there are more than 20 failed drawers. Customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that dead pyxibus interface printed circuit board. A field service engineer, replaced interface board to resolve the issue. The system functioned as intended.